Event description:
It was reported by the patient that they felt their heart racing while working in the garden. The patient is wondering if a lead is dislodged. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.